Event description:
It was reported that during a device explant procedure, it was noted that the lead insulation was fractured near the suture sleeve. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Add'l device: 6949 implantable tachy lead (B)(6) 2005. (B)(4). Lead remains at least partially in the body.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.